Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12134). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was unable to be interrogated and was explanted and replaced. It was noted that upon explant, a bulge could be seen on the can. No patient complications associated with the surgery.